Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that mixed gas a/d was too low (19 instead of minimal 21). There was no pt involvement during this event.